Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump, and the malfunction code did not recur after resetting. Customer was advised to continue using the pump and to report any future malfunction codes, which they acknowledged and understood.